Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that the irrigation sleeves are so tight that it is almost impossible to rotate them during procedures. There was no patient harm reported. Additional information and a product sample have been requested.

Manufacturer narrative:
As the customer did not retain the finished goods lot number; device history review and lot history could not be reviewed. The customer did not retain a sample for this complaint report. The root cause is unknown. Without a sample, it is not possible to isolate the root cause. (B)(4).